Manufacturer narrative:
The reported event was confirmed. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related issue. Received 3 way catheter for evaluation. No visual defects were noted on the returned sample. The sample was inflated with water and observed water leaking through the inflation funnel. The catheter was dissected and a pinhole bubble on the rubberize layer was observed on the inflation lumen. The pinhole was examined under a microscope and noted to be rounded and not smooth. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon.